Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and passed. A receiver boot test was performed and failed due to a white screen displaying on the receiver. Pictures were taken. Functional tests were performed and the lcd test failed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).